Event description:
It was reported that when using the bd pyxis¿ es server several stations were experiencing download delays and patient response delays. The user stated that the system had previously been down and, although the machine had since rebooted successfully, no patient profiles or medication orders were displaying on the affected stations. As a workaround, staff were required to create temporary patient records to access medications, resulted in an estimated 5-minute delay per patient and impacted clinical workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the several stations with download delayed. A field service engineer (fse) identified that the stations were initially set to auto negotiate network speed which caused communication instability, coordinated with field service engineer to manually set the network speed to 100mbps half-duplex to stabilize connectivity, remotely accessed the device to verify changes and initiate data synchronization, confirmed that communication was restored successfully and data sync completed without errors, validated that patients and orders were now correctly appearing on the station to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.